Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's pain at the infusion site. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was experiencing pain and soreness at the infusion site (leg) and went to the emergency room to seek medical attention. No impact to the patient's glucose levels was reported. The pod was worn longer than 48 hours. The patient was treated with tylenol for pain management. The patient was discharged on the same day.